Manufacturer narrative:
Patient identifier not available from the site. Software evaluation completed. Findings are that the tracer registration was not completed properly since the patient was prone and the tracing was completed on the back of the patient's head. Software is functioning as designed.

Event description:
A site representative, registered nurse, reported an alleged inaccuracy that occurred while in a posterior tumor resection. The surgeon used tracer to register the patient and was accurate on the skin, however, navigating deep into the brain became inaccurate. It was noted the surgeon moved the initial tracer dot to the back of the patient head for the registration as the patient was prone. The medtronic representative trouble-shooting, discussed that the software was not intended to be used in that way. The rn confirmed the surgeon was informed of this, but chose to proceed with the procedure without the use of navigation. It was reported the surgery was completed successfully; there was no impact on patient outcome.